Event description:
It was reported that a rubber ring fell out of the reservoir chamber of the customer's insulin pump, which had fallen onto the ground. The customer's blood glucose was 143 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, minor scratches lcd window and missing end cap sticker.